Event description:
On (B)(6) 2013, it was reported that this vns had died. A death follow-up form was provided with the date of death as (B)(6) 2011. The patient did not have any concurrent illnesses or diseases other than epilepsy. The patient experienced seizure reduction with vns therapy. The patient was receiving therapy at the time of death: settings were provided. The believed cause of death was sudep. The vns system was not explanted after death. The death was not believed to be related to vns. No autopsy was performed. The death was not witnessed. The circumstances of death indicated that acute heart failure was suspected. The patient was (B)(6) at the time of epilepsy onset. The patient had a history of nocturnal seizure but no history of febrile seizures. The patient had generalized seizures approximately once per month. There was no history of drug abuse, alcohol abuse, or cardiac respiratory problems. The patient never underwent respective epilepsy surgery. The patient was taking valproic acid (level: 96.0) and levetiracetram (level 31.7) at the time of death and was compliant with medications. Attempts for additional information have been unsuccessful. Review of the patient¿s programming history shows normal diagnostic results throughout implant. The settings provided by the physician appear to have been programed since (B)(6) 2012. The last available diagnostic results are from (B)(6) 2012 and are within normal limits.

Manufacturer narrative:
Analysis of programming history .

Event description:
Follow up with the physician confirmed that the cause of death was due to sudep. No other information was provided.